Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as digging into their back as well as a red irritation due to garment rubbing on a burn from a previous incident prior to getting the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.